Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode.

Event description:
Device not working as per customer. (B)(4). Device not working as per customer (B)(4). Replaced both pressure sensors due to error, then received an ail error. Replaced ail and also found motor stall failure upon testing again. Once all parts replaced, unit passed. Eq03346 eq09912 eq111097 eq111094 eq110999.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4).